Event description:
A male pt (age unk) underwent a therapeutic ercp with placement of a biliary stent. The catheter of the wallstent endoscopic biliary endoprosthesis broke during deployment. The clinician removed the entire delivery system and utilized a plastic stent to complete the procedure. The pt is expected to be reacheduled (status of this is unk) to have a metal stent placed. The pt did not sustain any complications or ill effects as a result of the development issue.